Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced iab augmentation errors. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit, and observed numerous, "augmentation below limit set," alarms in the iabp log files documented on the reported event date. The stm performed all leak tests which passed to factory specifications. The reported issue could not be duplicated. Subsequently, the stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced iab augmentation errors. It is unknown under which circumstances the event occurred, or if a patient was involved. However, there was no adverse event reported.